Manufacturer narrative:
Thirteen (13) actual samples were received for evaluation with the aluminum foil peeled. A visual inspection with the naked eye identified that the sponge was fully separated from the cap on all thirteen samples. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was fully separated from each of 13 minicaps. This was found before use. There was no patient involvement. No additional information is available.